Event description:
During the case the instrument failed to deliver bipolar energy. The cord was replaced but the problem continued. A new instrument was obtained and the procedure continued without further incident.what was the original intended procedure?robotic assisted hysterectomy.device #1is this a laboratory device or laboratory test?no.